Event description:
It was reported that during the procedure the balloon (subject device) leaked when it was advanced to the lesion. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
The device is not available to the manufacturer.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/microscopic inspection: the balloon catheter was found to be bent. Functional inspection: the balloon could be inflated without difficulties and there was no balloon leakage noted during the test. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported balloon leak was not confirmed. The device failed to meet specifications when received for complaint investigation. It was reported that after delivered it to the lesion, the balloon was found to be leaked. The device was returned and the balloon catheter was noted to ne slightly bent. The balloon was able to be inflated without difficulty, with no balloon leakage noted. As the issue included a returned product review (visual, physical, and/or performance testing) which showed no evidence of either the alleged issue(s) or any defect which could have contributed to the event; and review and analysis of all available information fails to indicate an assignable cause or probable assignable cause, an assignable cause of not confirmed will be assigned to the reported balloon leaked during use. It is probable that the balloon catheter was bent during use, therefore an assignable cause of procedural factors will be assigned to the analyzed balloon catheter kinked/bent. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure the balloon (subject device) leaked when it was advanced to the lesion. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.